Event description:
The customer reported that the images were not appearing on the system monitors. This issue will prevent the user from viewing the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Field service was carried out, however no service info was provided. No conclusion can be drawn to as to the repair or the current state of the system.